Manufacturer narrative:
On 06/24/2016 - we were notified by the manufacturer that this serial number was not the number on the returned lead. This file was opened in error. There are no known complaints on this device.

Event description:
This lead was returned without documentation from long beach memorial medical center. There was no patient information after calling medtronic, boston scientific, st. Jude medical and ela. Neither the patient's physician nor hospital had additional information. Should additional information be received, this file will be updated.